Event description:
See MFR 3004209178-2012-03708 for issues related to patients right sided device. It was reported the patient had an increase in symptoms which included depression, urinary urgency, and obsessive compulsive disorder. The patient was in a study and was fully implanted. It was verified that the left implantable neurostimulator (ins) was turned on. The patient reported that the battery level would drop to 25% or 50% after 12 hours; however, it had been over a day and battery level still showed fully charged. The patient believed the ins was not depleting as expected although the patient had not experienced any change in symptoms. Telemetry strips showed high impedances on electrode combinations c/0, c/1 and 0/3 of the left ins. The patient was reprogrammed around the electrodes with high impedances.

Event description:
It was reported that the patient experienced higher than normal impedances for this device on all electrodes instead of just a few electrodes as previously reported. There were no falls or trauma reported. Additional information has been requested, but was not available as of the date of this report. Reference MFR report # 3004209178-2012-03708 for related concomitant device event.

Event description:
Additional information received reported that a lead fracture was suspected due to high impedance with an abnormal measurement of 862 ohms. An MRI/x-ray/CT scan was done on (B)(6) 2012, but the results were not reported. The patient's symptoms were reported as headaches. The patient did not require hospitalization and there was no patient injury. A lead revision surgery was scheduled for (B)(6) 2012. Subsequent information received reported that both leads were going to be replaced today, (B)(6) 2012 due to loss of therapy and possibly not optimal lead placement. The impedance measurements on the existing devices before lead replacement were as follows: (1) left "c/0 3560 ohms, c/1 3149 ohms, c/2 1011 ohms, c/3 1192 ohms, programmed 3+1-0-; and (2) right (lead in question)" c/0 1277 ohms, c/1 1066 ohms, c/2 1939 ohms, c/3 3908 ohms, 2/3 6176 ohms, 0/3 6176 ohms, 1/3 5228 ohms, 2/3 7287 ohms, 7.5 volts/150/135 c+2-1-, therapy impedance 828 [ohms] and 9.035 [volts]. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received revealed that the leads and extension were explanted due to 'high impedances, loss of therapy, and lead repositioning difficulty.' It was stated that the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Extension model 7482a66, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Programmer: model 37642, serial# (B)(4). Anchor 3550-09, lot# n280998, implanted: (B)(6) 2011, explanted: na. Lead: model 3387s-40, lot# v397819, implanted: (B)(6) 2010, explanted: na. Lead: model 3387s-40, lot# v397819, implanted: (B)(6) 2010, explanted: na. (B)(4).

Manufacturer narrative:
Final device analysis of the lead revealed the following: the body of the lead was found segmented. Circuits # 1 and 2 conductor wires were broken at the distal end conductor sleeve. Final device analysis of the extension revealed the following: there were no significant anomalies found. The body of the extension was found segmented. Updated to 'serious injury' due to additional information see manufacturing report # 3004209178-2012-03708 for dual product information.